Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
The customer received the following results, with two different meters, within 10 minutes: 15 mg/dl (system 1) and 205 mg/dl (system 2). Readings occurred with two different drums of test strips from the same lot. No adverse event reported. Return of the suspect device was requested for evaluation.